Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. Peritonitis was manifested by cloudy capd fluid. It was unknown if the patient was hospitalized for the event. The cause of the peritonitis was not reported. The patient was treated with vancomycin (2 gram, route, frequency, and duration not reported) and fortum (1 gram, route, frequency, and duration not reported) for the event. The action taken with dianeal therapy and patient outcome were not reported. No additional information is available.